Event description:
It was reported that the customer experienced rising high blood glucose levels and ripped her infusion set out. The blood glucose reading was in the 400 mg/dl range, and the customer reverted back to treating with manual injections. The customer stated that she had ripped the infusion set out intentionally, stating that it did not work. She did not find a kinked cannula. She also noted that she had not been eating much and was trying to keep her blood glucose levels under control manually. The customer was advised that a follow up would be made once she had made contact with her diabetes educator. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.